Event description:
After removing a pt from the model 3100a for suctioning, the operator was unable to get the 3100a to restart oscillating. The operator stated the pt was compromised; however, the operator further stated the pt was placed on another 3100a without further incident. Operator caused this problems by incorrect setting of the high mean airway pressure alarm.